Manufacturer narrative:
Method: device history review; device inspection; complaint history review; risk assessment. Results: it was reported the specialty screw inserter w/draw rod had its tip fracture off in the screw head. No adverse consequence or surgical delay was reported. No relevant issues were found in the manufacturing records of the device lot that may have contributed to the reported event. The device has not been returned at this time, however pictures were sent of the device. According to a test report this instrument can withstand 5 degrees of cantilever loading and 216 cycles of torsional fatigue without plastic deformation or failure. The torque required to fracture the tip is 1.7 nm. It is likely that an excessive cantilever load or torque led to the tip breakage. However the exact cause cannot be determined without inspection of the product. The surgical technique advises against excessive pivoting or angulation on screwdrivers during insertion. Conclusion: the cause of this event cannot be determined conclusively and is likely multifactorial in nature.

Event description:
It was reported that the tip of custom screwdriver shaft bent upon screw insertion. Screw was already locked so no replacement needs.

Manufacturer narrative:
Method: visual inspection; device history review;results: it was reported the specialty screw inserter w/draw rod had its tip fracture off in the screw head. No adverse consequence or surgical delay was reported. No relevant issues were found in the manufacturing records of the device lot that may have contributed to the reported event. The device is not being returned at this time. It is likely that an excessive cantilever load or torque led to the tip breakage. The surgical technique advises against excessive pivoting or angulation on screwdrivers during insertion.conclusion: the exact cause cannot be determined without further a product to inspect.

Event description:
It was reported that the tip of custom screwdriver shaft bent upon screw insertion. Screw was already locked so no replacement needs.